Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump has cosmetic damage. The customer stated the device screen is scratched and cracked. The customer reported hitting a wall and there was damage to the screen. The customer attempted to clean the screen and the damaged did not go away. The customer reported they cannot read the display. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with minor scratches on lcd display window. (B)(4).